Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on october 26, 2013. "The customer called requesting fsd [field service dispatch] indicating the unit is displaying fan fault." The following description of the event was copied from a (B)(4) report received by carefusion from the FDA on (B)(4) 2013. (B)(4).

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty an assembly. The fan blades broke loose from the post causing the fan to stop thus resulting in the fan fault alarm. The carefusion field service rep replaced the fan assembly and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer ready to be placed back into service. Carefusion has identified a trend and is in the process of initiating a supplier corrective action request to the supplier of the fan assembly as part of our corrective and preventative action system to address this issue.